Event description:
It was reported that the device broke. The event did not occur during surgery and there was no patient involvement. This was not a new device. No adverse events were reported as a result of this malfunction. The investigation found that there was a screw missing.

Manufacturer narrative:
(B)(4). Report source: south africa. The event is confirmed. Review of the most recent repair quote indicated that the widthplate screw was missing. No repair has been performed at this time as the repair facility is waiting for repair quote approval. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.